Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a leak on the desk from the homechoice cassette patient line before use. There was no other information available regarding the event. There was no patient injury or adverse event associated with this report. No additional information is available.